Event description:
A resident was found unresponsive except to painful stimuli and diaphoretic. A nurse immediately took the resident's blood glucose. Bg was 35mg/dl. The nurse administered 2 tubes of glucogel, which the resident was able to swallow. The nurse proceeded to call "911" and notified the supervisor. The supervisor checked the resident's bg again (approximately 5 minutes ater initial reading) and it was 62 mg/dl. Paramedics arrived approximately 10 minutes after the initial test and bg was 23mg/dl. The resident did not have any food or beverage prior to the incident and according to the nurse, no food after 9 pm the night before. The resident had received 10 units of nph at 9 pm the night before. Meter check strip indicated that the meter performed to specification. Control solutions were done the day before indicated that the test strips were functioning correctly. Side-by-side comparisons indicated that the product in question was reading higher than expected.